Event description:
General report received of operator errors in programming the device, which resulted in the pt's receiving more medication than intended. The customer contact reported that nurses were inadvertently selecting custom vials of morphine with a concentration of 5mg/ml, instead of the intended concentration of 1mg/ml from stock. The 5mg/ml vials of morphine were then inserted into the pumps and the pumps were programmed to deliver morphine with a concentration of 1mg/ml instead of the intended concentration of 5mg/ml. No further programming parameters were provided. The customer contact reported that "the problems occurring are not a malfunction of the pump." It is unspecified whether there were any adverse pt events as a result of the operator errors in programming. Though requested, the customer declined to provide additional information.